Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -09.50 diopter, in the patients right eye (od). The lens was reported as having excessive vaulting. The patient is being monitored and the lens remains implanted. Additional information has been requested but none has been forthcoming.